Event description:
It was reported that 14fr foley catheter kit was missing sterile gloves as well as povidone-iodine packet. Patient was brought to operating room for a retained placenta. Foley catheter was necessary due to general anesthesia. Nurse went to put foley catheter in and was missing these items in the kit. The yellow sticker was part of a recent recall notification but the recall did not include the povidone and the package was not labeled about the gloves. There were others with the same lot number that do had the sticker noting no sterile gloves. The others with this lot number do contain iodine packets, however.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "incorrect operation". A labeling review was not performed because labeling could not have prevented the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 14fr foley catheter kit was missing sterile gloves as well as povidone-iodine packet. Patient was brought to operating room for a retained placenta. Foley catheter was necessary due to general anesthesia. Nurse went to put foley catheter in and was missing these items in the kit. The yellow sticker was part of a recent recall notification but the recall did not include the povidone and the package was not labeled about the gloves. There were others with the same lot number that do had the sticker noting no sterile gloves. The others with this lot number do contain iodine packets, however.